Manufacturer narrative:
Pump passed displacement test and self test. Hardware low level failures. Alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 191 mg/dl and less than 70 mg/dl. The customer was assisted with troubleshooting. Customer states they clear alarm and finish process. Customer stated they perform a self-test and displacement test and result was ok. Customer states symptoms of low blood glucose such as shaking, sweating, mental confusion and inability to follow simple commands. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.